Event description:
It was reported that the customer was unable to charge the pump due to damage to the tandem-provided usb charging cable. There was no reported adverse impact to the customer. Caller stated that she has a back up tandem cable and just order another tandem cable. Caller refused to receive tandem cable replacement. Issue resolved.